Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection is not available for return because it was discarded by the customer. Wbc count is not available. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. There were no events (alerts, adjustments, changes in pump speed, substate changes, etc. During the procedure that could have caused wbcs to escape from the lrs chamber. The trima accel device has software algorithms that use the rbc detector output to monitor and flag if a potential wbc saturation of the lrs chamber occurred, possibly triggering if wbc cells exiting the lrs chamber and potentially contaminate the platelet product. At all times during the procedure the tests were in place, however the level of detection of wbcs escaping from the lrs chamber did not yet trigger one or more of the algorithms. Based on the available information, it is possible though not conclusive that this leukoreduction failure may be donor related. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: the analysis of the run data file did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. There were no events (alerts, adjustments, changes in pump speed, substate changes, etc. During the procedure that could have caused wbcs to escape from the lrs chamber. The trima accel device has software algorithms that use the rbc detector output to monitor and flag if a potential wbc saturation of the lrs chamber occurred, possibly triggering if wbc cells exiting the lrs chamber and potentially contaminate the platelet product. At all times during the procedure the tests were in place, however the level of detection of wbcs escaping from the lrs chamber did not yet trigger one or more of the algorithms. Based on the available information, it is possible though not conclusive that this leukoreduction failure may be donor related.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. There were no events (alerts, adjustments, changes in pump speed, substate changes, etc. During the procedure that could have caused wbcs to escape from the lrs chamber. The trima accel device has software algorithms that use the rbc detector output to monitor and flag if a potential wbc saturation of the lrs chamber occurred, possibly triggering if wbc cells exiting the lrs chamber and potentially contaminate the platelet product. At all times during the procedure the tests were in place, however the level of detection of wbcs escaping from the lrs chamber did not yet trigger one or more of the algorithms. Based on the available information, it is possible though not conclusive that this leukoreduction failure may be donor related. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection is not available for return because it was discarded by the customer. Wbc count is not available at this time. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.